Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular fibrillation episode says data is invalid and they were unable to open the details. The device remains in use. There were no reported patient complications as a result of this event.